Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor alert, sensor glucose (sg) vs. Blood glucose (bg). The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported blood glucose value of 200 mg/dl. The event involved product(s) mmt-7040c1. Troubleshooting was performed for sg vs bg guardian sensor 3/guardian 4 sensor. Customer has reported a discrepancy between sg and bg which is not within range. Sg value at the time of event: 80 mg/dl. Bg value at the time of event: 200 mg/dl. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was partially performed for high blood glucose (bgs)/under delivery as customer declined to continue with troubleshooting. Customer reported high bgs. Customer has used the insulin pump system within 48hrs of reported high bg event. The customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for change sensor/sensor updating/sg value not available/calibration not accepted. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.